Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as open red itchy painful blisters . There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's physician recommended medicated powder. Outcome of the irritation is unknown.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as open red itchy painful blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended medicated powder. Outcome of the irritation is unknown. Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as open red itchy painful blisters. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's physician recommended medicated powder. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.